Manufacturer narrative:
(B)(4)

Event description:
It was reported that lead noise was observed in multiple non-sustained rv oversensing episodes via remote transmission. There were no other electrical anomalies. The patient was brought in for further assessment, and programming changes were made.